Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxc 600i synchron access clinical system for 4 patients. Initial results were in the range of 12-20ng/ml for patients 1-4. Exact results were not supplied. The specimens were re-tested and repeated results were 0.02ng/ml for patients 1-4. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens are collected in greiner green top tubes and centrifuged in a stat spin per greiner's recommendations. The samples were not re-centrifuged prior to re-analyzing. Qc resulted within specifications prior to the event. Customer is not questioning any other assay or results. Service was offered and declined. The customer is not questioning the performance of the instrument. A customer technical service (cts) sent sample handling educational material to the customer to re-educate staff. Although the customer suspects pre-analytical sample handling issues, no definitive root cause could be determined. A malfunction will be assumed for the purpose of this report.